Event description:
According to the reporter, during a procedure, the handle lost power and was inoperable. The handle was put away and used a manual stapler to resolve the issue.

Manufacturer narrative:
D10 concomitant medical products: sigpshell, sig power sigpshell control shell (lot#: unknown); unk-sigadapt, unknown signia egia adapter (serial#: unknown); unknown endo gia sulu (lot#: unknown) medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic conducted an investigation based upon all information received. The device was available for evaluation. The electronic de vice-use logs were also provided. Visual inspection noted the handle was received with a fully depleted battery and was inserted into a charger. Eventually, the charging light emitting diode (led) of the charger turned to steady green. The handle was removed from the charger, but it did not initialize. The information stored directly on the battery integrated circuit was accessed. It was reported that the power pack shuts off and the device lost functionality. The reported issue could not be confirmed. The most likely cause could not be established from the information available. The evaluation detected an unreported condition that has not relation to the reported condition: the cell over voltage (cov) failure bit had been tripped due to the cell being over 4300 mv for 2 seconds. The vimr, voltage imbalance at rest, bit was set to fail. Analysis of the extracted gg file shows a difference between the cell voltages of 200 mv. The most likely cause could not be established from the information available. The cause of the cov being tripped was due to the set threshold being exceeded. This will prevent the power handle from being able to charge. While the voltage imbalance at rest only occurs when the current draw on the battery is low enough to be considered at rest. The reason why this occurred cannot be reliably determined. As a result, the system will fail safely either during sleep mode or on the charger and poses no patient safety risk. Another unreported condition was identified that had no relationship to the reported condition: the battery data was analyzed and the battery was in a state of permanent failure. The physical battery was examined and the current interrupt device was open. The most likely cause for the additional condition is traced to a component failure. Device battery management enhancements have been implemented to extend battery life and enhance battery health monitoring. Another unreported condition was identified that has not relation to the reported condition: the microsd card was corrupted. The system performs sd card integrity check as part of system initialization. The most likely cause for the additional condition is traced to software coding. Internal process improvements have been initiated to mitigate this issue. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.